Event description:
Ous MDR - balloon introduced at site of lesion with no issues. When attempted to inflate, nothing happened; 2nd attempt also failed. Removed balloon from patient and attempted balloon inflation worked perfectly fine. Scrub nurse could not recall with 100% certainty that the balloon cover was removed before insertion into sheath. The clear cover could not be located anywhere. It is uncertain if the plastic balloon cover remains in the patient or not.